Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported through a call center: "on (B)(6) 2022 I had a stryker accolade 2 complete hip replacement, in the last month, I have developed burning and tingling throughout my body, I have no rash, no swelling, no redness, I have seen my surgeon but not about this, I am presently getting up in the morning burning and tingling, I am able to walk, it feels like I have sandbags in my legs, it feels gritty, I would like to know if there is a possibility that I have an innate immune response to the hip replacement?" Update 02/16/23: customer stated during call that she is not experiencing right hip pain. Patient stated "I am very happy with my hip" and thankful to stryker for having these products. Her pain is coming from the neuropathy she is experiencing "all over" her body. Patient is inquiring about a possible immune response. Patient stated she has a "history of histamine intolerance" but has not had it medically confirmed.